Manufacturer narrative:
Exact date unknown, event occurred a week before the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-50, serial: (B)(4), batch: 7071444. Product family: scs-lead fixation: upn: (B)(4), model: sc-4316, batch: 26012374.

Event description:
It was reported that the patient had an infection at the ipg site and felt the affected area was swollen and painful. The patient underwent an explant procedure, placed on antibiotics and was doing well after the procedure. The explanted devices were not returned.

Event description:
It was reported that the patient had an infection at the ipg site and felt the affected area was swollen and painful. The patient underwent an explant procedure, placed on antibiotics and was doing well after the procedure. The explanted devices were not returned.

Manufacturer narrative:
(B)(6). The returned ipg was analyzed and a review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Residual gas analysis verified no loss of electric current as a result of faulty insulation. A labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation.therefore, a probable cause of known inherent risk of device was assigned.